Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported on the merlin.net transmission an alert for possible output circuit damage was observed. It was noted the alert happened when cautery was present. A software was downloaded to resolve the issue. The device remains implanted.